Event description:
Hamilton medical ag received the following event description from the partner : this g5 is a loaner device for nihon kohden. It was returned from the hospital where it was loaned, and we noticed it when we were performing an operational check. Some of the red lamps do not light up. Yellow lamp does not light up at all.

Manufacturer narrative:
Alarm lamp board has been replaced and is now working properly.